Event description:
Had essure permanent birth control placed (B)(6) 2013. Had hsg radiological test completed (B)(6) 2014 to test for blockage of fallopian tubes. During hsg dye flushing, the left essure coil was flushed completely through my fallopian tube and into my perineal cavity. Doctor has suggested surgery to have misplaced coil found and removed. Also during surgery, I would require my left tube to be ties to prevent pregnancies. Do not have financial ability to have surgery at current time. Also have experienced joint pain and 30 lb unexplained weight gain. Severe depression related to complications related to essure device dislodgement and placement.